Event description:
Reportedly, on (B)(6) 2025, during the interrogation of platinium dr (sn: (B)(6), the smarttouch suddenly turned the initial screen after creating a pdf/printing. Smartview version 3.22j.

Manufacturer narrative:
Analysis of the provided files shows that two crashes occurred during the interrogation of the device (B)(6) on (B)(6) 2025, more precisely while the user tried to print a report. As the files indicate that the patient device contains a lot of data (52 pages), the most probable hypothesis is that the subject tablet ran out of memory before completing the printing operation. This case is retained and utilized for trend purposes.